Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the not getting any insulin flow blocked on insulin pump. Customer's blood glucose level 200 mg/dl went to 280 mg/dl and current blood glucose level was 273 mg/dl. Customer reports they did not feel okay to troubleshoot and also declined to troubleshoot. The device will not be returned for analysis.